Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's low battery alerts were not working. Customer's blood glucose value was unknown. Customer also stated that they experienced unexplained no delivery alerts that could not clear. The device will not be returned for analysis.